Manufacturer narrative:
Product complaint # (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? If yes, please specify. Were any pre-op and intra-op sterile/cleansing procedures or products changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement and/or during suture removal? Were cultures performed? Results? Was the suture removal performed in a re-operation procedure? Was the wound re-sutured? If yes, when and what was used for re-suturing? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Patient's demographic information: weight, bmi at the time of index procedure. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported that the patient underwent a left indirect inguinal hernia repair on (B)(6) 2021 and the suture was used. Sterile procedures were performed preoperatively and intraoperatively. 4 days later, a small amount of wound secretion, erythema and inflammation were found at the patient's incision at 8: 30 a.m. Ward round. Partial sutures were removed, and the wound was washed with hydrogen peroxide for aseptic dressing change. Using ceftazidime for anti-infection, the next day, no swelling was found and little wound secretion was no purulent. The incision healed well after continuous aseptic dressing change. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 11/22/2021. The device history records reviewed, and no issue found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 10/28/2021. Additional h6 component code: g07002 ¿ device not returned. The following information was requested, but unavailable: on what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? If yes, please specify. Were any pre-op and intra-op sterile/cleansing procedures or products changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement and/or during suture removal? Were cultures performed? Results? Was the suture removal performed in a re-operation procedure? Was the wound re-sutured? If yes, when and what was used for re-suturing? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Patient's demographic information: weight, bmi at the time of index procedure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.